Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket infection was observed. Device and lead was explanted. A temporary lead was implanted. Patient was stable. A new device was implanted, the temporary lead was removed and a new lead was implanted on (B)(6) 2018. No further information available.

Event description:
New information received on december 28th, 2018 states that patient had the original implant in another state and moved with the infection present and later the infection was observed during an in clinic visit. Patient was treated with medication initially and was better. The source of the infection is unknown and physician is unaware since they did not perform the original implant. A new device was implanted. No further information is available.